Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, during preparation, resistance was encountered when the array was extended and retracted. The procedure was completed with another leveen coaccess electrode system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified. This review found the labeling adequate for the potential user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted.

Event description:
A customer contacted baxter's (B)(4) to report a system error (se) 2367 (indicating air) on the homechoice (hc) during fill 3 of 5. The nurse stated that a drain bag was leaking on the floor, they had pulled it off and drained the fluid out of it, and then the error occurred. The technical service representative (tsr) informed the nurse of the message, had her recycle the machine and advised to start over again using new supplies or use manual bags and contact the peritoneal dialysis (pd) nurse. Follow up with the nurse revealed that the bag fell and became disconnected and then was leaking. The sample was discarded and the lot number was unknown. The nurse indicated that there were no complications or medical intervention because of this incident. The nurse further stated that the hp is no longer on peritoneal dialysis (pd) therapy. No further information was provided.